Manufacturer narrative:
Returned device was received in fair physical condition but the housing was damaged. During the evaluation of the device, it immediately started double beeping indicating an issue with the downstream sensor. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump beeps and alarm goes off. There were no reported adverse events.